Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise which was reproducible through isometrics testing. No interventions were performed and the lead will continue to be monitored. No patient consequences were reported.

Event description:
New information received indicates that the right ventricular lead exhibited noise over-sensing which resulted in inappropriate mode switch on the pacer and right atrial lead.